Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 4 minutes: 3.8 mmol/l and 10.0 mmol/l. The customer felt hypoglycemic symptoms of weakness at the time of the event. She self-treated with "some chocolate" and felt better. No adverse event reported. The manufacturer requested return of suspect product for evaluation.